Event description:
It was reported that cannot insert tool in attachment prior to use. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that bur does not lock inside the attachment. The likely cause of failure is due to distal bearing is detached. It was also noted that non-flanged bearings are worn and laser markings on the tube are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.